Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as glue that remained in the auxiliary water channel - it was presumed that incorrect assembly of the device during a previous repair caused a clogging of the nozzle. It is suggested that the user facility review the method of reprocessing/repair for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the auxiliary channel of the colonovideoscope was blocked. The issue was found during disinfection. The scope was returned to the customer after maintenance at the olympus workshop. The device was returned to olympus and an evaluation at the repair center revealed clogging of the auxiliary channel with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information regarding event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the foreign material clogged in the auxiliary channel was a residue of olympus glue linked to the previous repair.